Event description:
It was reported that a smiths medical device failed an accuracy test. It was observed by the reporter that the pole mount holder that the pump was on had a stripped screw. No patient involvement was reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump found that the pump was in good physical condition. Functional tests included delivery accuracy testing. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. It was found that a screw from the pole mount holder was stripped. Based on the evidence, the complaint was confirmed. The root cause was attributed to a stripped screw.